Event description:
The customer contacted physio-control to report that their device powered off automatically several times when they were monitoring a patient. The customer reported they had to power the device back on manually every time. There was patient use associated with the reported event; however, there was no negative patient outcome.

Manufacturer narrative:
Physio-control verified from the downloaded electronic patient record that the device had indeed powered off several times. Despite extensive testing, the reported issue could not be reproduced. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.